Manufacturer narrative:
(B)(4). The complaint (B)(4) autofeed vented humidification chamber is currently en-route to fisher & paykel healthcare (f&p) for evaluation. We will send a follow up report upon completion of our investigation.

Event description:
A healthcare facililty reported in germany via a fisher & paykel healthcare (f&p) field representative that a mr290v vented autofeed humidification chambers was found to be leaking during patient use. There was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. Results: visual inspection of the returned mr290 chamber identified a hole in the chamber base as well as contamination and multiple stains on the chamber dome. Additional information from the customer reported that nebulized drugs were used with the subject chamber. Conclusion: based on the information provided by the customer, previous similar complaints and our investigation, the reported event is likely due to the use of nebulized drugs that are corrosive to the aluminium base. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facililty reported in germany via a fisher & paykel healthcare (f&p) field representative that a mr290v vented autofeed humidification chambers was found to be leaking during patient use. There was no patient consequence.